Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose was 136 mg/dl. The customer stated that insulin pump was neither beeping nor vibrating currently. The insulin pump was set to beep. Customer stated that they were having trouble hearing the beeps. The customer was assisted in performing a self test but, insulin pump did not beep during the tone test. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device failed to vibrate during self test due to vibrator motor connector broken black wire.